Event description:
After the md closed the rectum using a roticulator 55-3.5 titanium stapler, they used the eea. After performing the leak test; leakage was confirmed from both ends of staple line. Md made a covering stoma for reinforcement. Lar double staple.